Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Patient code appropriate term / code not available was used as there were no device related clinical symptoms observed.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown noise that was not oversensed. No additional adverse patient effects were reported.